Event description:
It was reported that pump experienced recurring malfunction alarms with code 12. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, resettable malfunction was discussed, and technical support arranged shipment of a replacement pump with updated software.